Event description:
It was reported that the patient underwent a posterior spinal surgery. Approximately 17 months post op, after a visit to the doctor, the patient found out that two screws at s1 were broken and had been broken since 6 months post op. No revision surgery has been planned at this time. Patient is being treated with steroid epidural injections. No additional complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.